Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial module srs failure error code "f039", and the service technician observed a broken clip. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.